Event description:
As reported by an edwards switzerland affiliate, during a transfemoral valve-in-valve procedure with a 23mm sapien 3 ultra valve into a non-edwards valve, the valve was damaged during the insertion into the esheath. The valve, commander delivery system, and esheath were removed as one unit. Another attempt was made, but was unsuccessful as the sapien 3 valve was wedged in the frame of the non-edwards valve. The team attempted to remove the sapien 3 ultra valve, but was unable to. The patient required surgical treatment to remove the valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for interventional device interacts with non-edwards device and difficulty to withdraw system with valve through vasculature were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. The complaint description states, 'the sapien 3 [ultra] valve was wedged in the frame of the non-edwards valve. The attempt to remove the sapien 3 ultra valve was not possible and the patient required surgical treatment.' Additionally, the case notes revealed, 'the top strut of the non-edwards valve was unfortunately passed with the wire, leading to the interaction.' If the guidewire was placed with within the pre-existing valve, this subsequently led to the delivery system's interaction during tracking to the landing zone and ultimately resulting in the 'wedging' of the sapien 3 ultra valve into the pre-existing valve. Furthermore, the operator likely observed withdrawal difficulties as the sapien 3 ultra valve was caught in the pre-existing valve. As such, available information suggests that procedural factors (guidewire malposition, thv caught on pre-existing valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was performed, and the following was observed: shaft guidewire and balloon were returned cut in three pieces and in straight position. Cut balloon tip was not returned. The distal portion of the flex shaft was compressed and damaged. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for interventional device interacts with nonedwards device and difficulty to withdraw system with valve through vasculature were unable to be confirmed. The complaint description states, 'the sapien 3 [ultra] valve was wedged in the frame of the nonedwards valve. The attempt to remove the sapien 3 ultra valve was not possible and the patient required surgical treatment.' Additionally, the case notes revealed, 'the top strut of the nonedwards valve was unfortunately passed with the wire, leading to the interaction.' If the guidewire was placed with within the preexisting valve, this subsequently led to the delivery system's interaction during tracking to the landing zone and ultimately resulting in the 'wedging' of the sapien 3 ultra valve into the preexisting valve. Furthermore, the operator likely observed withdrawal difficulties as the sapien 3 ultra valve was caught in the pre-existing valve. As such, available information suggests that procedural factors (guidewire malposition, thv caught on preexisting valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.